Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The lever to adjust the angle of the mics handpiece came off. The pin that keeps the silver lever/clip attached to the mics falls out. This results in the angle of the mics handle being unchangeable. Case type: tka.

Manufacturer narrative:
"Reported event: it was reported that the handpiece was unable to pivot. Issue was noticed during case, therefor there was no case delay and no patient harm. Device history review: review of device history records indicate 25 devices were manufactured under lot k082e and 25 including (B)(4) were accepted into final stock on 08/10/16. No non-conformance were identified during inspection. Complaint history review: a review of complaints related to parts in lot number k082e, p/n 209063 shows no other complaint related to the failure in this investigation. The product was unavailable for inspection. The failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: per RMA records, the device was delivered to stryker mako for investigation. After transaction through the mako internal RMA process, the part was lost prior to receipt by an investigator. The device was not returned for evaluation.

Event description:
The lever to adjust the angle of the mics handpiece came off. The pin that keeps the silver lever/clip attached to the mics falls out. This results in the angle of the mics handle being unchangeable. Case type: tka.